Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.